Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy procedure on (B)(6) 2023. During the procedure, the device was used once for injection, and the needle broke. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.